Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had variable sensing. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Event description:
Additional information was received indicating that lead damage was the alleged cause of the sensing anomaly, however, the lead damage was unable to be confirmed.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any conductor fractures, but internal shorting was noted. Visual inspection and destructive analysis of the lead found the outer coil and inner insulation were damages at the proximal region consistent with procedural damage. The cause of the reported events was isolated to the outer coil and inner insulation damaged consistent with procedural damage.